Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 593 mg/dl earlier before a manual injection. Customer was having high blood glucose after changing their set this morning. Customer's blood glucose is 165 mg/dl. Customer stated that she has a back-up plan. Customer's settings and programming were correct. Customer performed the high pressure test and the pump passed. Customer removed the set and found that the cannula was bent. Customer was explained that high blood glucose are often caused by site or set issues. Customer was advised to do a complete set change.